Event description:
The surgeon claims that after the aortic anastomosis was completed, a leakage of blood from a hole in the bifurcation area of the graft was noticed. The hole was repaired with pledgets and the leakage stopped. The graft was left in. There was no injury or complications to the pt. Co has now learned that the graft was implanted for an aorto-bifemoral replacement, the quantity of blood lost through the graft is unknown and appears to be unattainable, the clinical outcome was normal for this type of procedure, the post-operative condition of the pt was ok, no further pt info is attainable.